Event description:
It was reported that, during use, the patient had stage two pressure injuries on the right middle finger. The sensor site was routinely changed every 12 hours, though it was not documented if it was changed more frequently. The patient was reviewed by the wound care cns, with pressure removed and dressings applied as treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.